Manufacturer narrative:
Pentax video colonoscope model epk-i5000 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary it was caused due to the connection failure between the scope and the processor. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Pmk svc conducted the final inspection before hospital installation, the following symptom was found: when connecting the scope to the processor, image is not appeared. This processor is packed to its original form, and all accessories are intact.